Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "1 syringe of 50 ml. Presence of a foreign body in the packing (piece of paper). 1 syringe of 50 ml. Luer lock tip soiled by brown material (not used, visible from the opening of the syringe). 1 syringe of 50 ml piston case, it misses part of the piston." 2 occurrences of foreign matter, and 1 of a broken piston were reported.

Manufacturer narrative:
H.6. Investigation summary: three photos were provided to our quality engineer for investigation. All photos were visually inspected, observing a brown matter on the syringe of the first photo, the thumb press broken in the second, and a piece of paper in the seal of the third photo provided. A device history review was performed for reported lot 1806227, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Product undergoes visual inspections throughout the manufacturing process to ensure the quality of the device. During the primary packaging process, film and paper are guided along a chain in the packaging machine. Once the blister packaging is sealed, longitudinal and transversal cutters cut the extra pieces of film and paper and they are rejected to scrap by a vacuum system. Conclusion: although we could not identify a direct issue, it was determined that a failure in the vacuum system resulted in improper rejection of the extra paper and film pieces, which caused them to be sealed within the reported blister package. The brown matter was determined to likely consist of dirt that generates due to a failure in the gas expulsion during the molding process. As a result the dirt become molded in the syringe piece as we observed in the photo. The damage on the thumb press we identified likely occurred as a result of the product getting jammed within the manufacturing equipment. Portions where the product moves within the manufacturing line are protected to avoid creating any damage to the product. A project has been initiated to look further into this issue and reduce any reoccurrences.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "1 syringe of 50 ml. Presence of a foreign body in the packing (piece of paper). 1 syringe of 50 ml. Luer lock tip soiled by brown material (not used, visible from the opening of the syringe). 1 syringe of 50 ml piston case, it misses part of the piston." 2 occurrences of foreign matter, and 1 of a broken piston were reported.